Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. The patient received inappropriate atp therapy due to noise. Noise was not reproduced with pocket manipulation. Programming changes were made. The patient will be monitored.

Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
New information received notes that the noise was occurring during the peak phase of the t-wave leading to some post-sensed "t-wave" oversensing. Lead and the device were explanted and replaced. The patient was stable before during and after the procedure and will be followed normally.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Insulation abrasion under the rv shock coil was noted 3.1-3.4 cm from the tip. The cable insulation was abraded at this location. This is consistent with the field report of noise and inappropriate atp therapy.